Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s screen was scratch and they were unable to read out screen. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump had unresponsive buttons including act and up down arrow buttons. The insulin pump will be returned for analysis.